Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08138 and 2134265-2015-08222. It was reported that thrombosis and patient death occurred. The target lesion was located in a calcified mid right coronary artery (rca). A non bsc guide catheter with side holes was inserted and a non-bsc guidewire was advanced to cross the lesion. The target lesion was treated with predilatation using an emerge¿ balloon catheter and implantation of a 3.00mmx38mm promus premier¿ stent. No post dilation was performed. A thrombus formation was then noted proximal to the stent. A 3.50mmx20mm promus premier¿ stent was implanted proximal to the previously implanted 3.00mmx38mm promus premier¿ stent. And post dilation was performed with a second emerge¿ balloon catheter. Subsequently, the patient died while on the operating table.